Event description:
The clinician reported that the device had intermittently undersensed r-waves. No additional information was available.

Event description:
New information states that transmissions that ran on (B)(6) 2018 exhibited pause- undersensed r-wave. The clinic would continue to monitor the patient, it is stated that once inflammation from implant surgery resolves may improve sensing. No reprogramming changes were made. Patient is stable.